Event description:
Four years following intraocular lens (iol) implant surgery, a consumer reported that she had been diagnosed with uveitis which was caused by a reaction to the iol. The consumer reported transient episodes of spontaneous eye clouding. During this time, she can only see light and dark. She also experiences headache, nausea, weakness, fatigue, and pain/achiness to her left ear, eye, jaw and sinus area. These symptoms last for 1-3 days. The surgeon reported the consumer had also been diagnosed with possner-schlossman syndrome (pss) and many of her symptoms could be due to pss. The surgeon has referred the consumer to a neuro-ophthalmologist for a consultation. The surgeon also noted the consumer does have some pigment dispersion due to the iol being placed in the sulcus. A yag laser procedure was performed for posterior capsule opacification in 2005. The reporting surgeon did not implant the iol. In a follow-up, the surgeon reported the event resolved without treatment.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/29/2009, 08/04/2009, and 08/17/2009 by phone, fax, and mail. A completed questionnaire was received on 08/19/2009. (B)(4).